Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77-year-old male patient with cardiogenic shock experienced cardiac arrest upon arrival to hospital. Afterward, implanted with impella cp via right femoral artery. On day 2, hemolysis noted, and pump repositioning attempted, but unable to move for unknown reason. Hemolysis resolved, and pump worked as expected for 3 additional days. Patient recovered, and was explanted. Impella to be coded to hemolysis.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.